Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon eval, the monitor displayed service code 110-over voltage cleared no energy and failed to setup for the incoming functional testing. Upon investigation it was found that c9, an equivalent series resistance capacitor, was burnt and open on the computer/analog (c/a) board. The burnt c9 caused thermal damage to components d704 and k1 on the c/a board. The thermal damage to d704 caused the monitor to be unable to setup for the functional testing. The cause of the service code was isolated to the damaged c9 component. The root cause of the defective c9 component was unable to be positively identified. No adverse event resulted from the defective components. The pt did not require a replacement monitor.

Event description:
The wife of a (B)(6) year old male pt contacted zoll customer support to report that the pt's monitor displayed a service code while he was on the way to the hospital to undergo surgery for an ICD. The pt did not require a replacement monitor.